Manufacturer narrative:
Concomitant products: 4543 lead implanted: (B)(6) 2006, 4543 lead implanted: (B)(6) 2006, 5866-38m adapter implanted: (B)(6) 2003 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.